Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. Visual inspection of the device revealed that the guidewire was in the device and the device showed some damage on the shaft. The guidewire lumen and the catheter shaft were checked for damage. The returned device showed to have a .014 thruway guidewire in the device. The guidewire was pulled from the device with some restriction. The catheter shaft showed 2 kinks. The 1st kink was located at 57cm from the tip. The 2nd kink was located 123cm from the tip. The guidewire when pulled from the device was kinked in multiple locations which may have given the impression of the guidewire was completely stuck. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A 2.1mm jetstream® xc atherectomy catheter and thruway guidewire were selected for an atherectomy procedure in the superficial femoral artery (sfa). After the wire was placed, the jetstream catheter was advanced and atherectomy portion of the procedure was completed throughout the sfa using these devices. During removal, the catheter became stuck on the wire and the units both had to be removed. Standard ballooning treatment was subsequently completed. There were no patient complications and the patient was fine.